Event description:
Reportedly during a follow up performed on (B)(6) 2014, lv lead impedance and rv coil impedance were above 3 kohm. No other lead abnormality was observed. A re-intervention will be scheduled (date no yet available). Preliminary analysis showed that proper operation of the defibrillation system cannot be guaranteed in these conditions; therefore, the physician should evaluate the benefit of a re-intervention to check rv-df1 connection and the defibrillation lead integrity (high voltage part).

Event description:
Reportedly during a follow up performed on (B)(6) 2014, lv lead impedance and rv coil impedance were above 3 kohm. No other lead abnormality was observed. A re-intervention will be scheduled (date no yet available). Preliminary analysis showed that proper operation of the defibrillation system cannot be guaranteed in these conditions; therefore, the physician should evaluate the benefit of a re-intervention to check rv-df1 connection and the defibrillation lead integrity (high voltage part).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).